Event description:
The manufacturer received information alleging a ventilation service required error code occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging fault, was observed on the device's error log. The service technician further evaluated and determined the system printed circuit assembly (pca) and battery had caused this reportable issue to occur on the device. In conclusion, the device's system pca and battery were replaced to address the issue. The root cause is confirmed at this time.